Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the programmer stopped working while interrogating the device. A different programmer was used and again stopped working upon interrogation of the device. Technical support was contacted and recommended restarting the programmer, which did not resolve the interrogation issue. The patient was stable and there were no adverse consequences.